Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred after loading a cartridge with 480 units of insulin. The customer indicated that the cartridge was not overfilled, however could not confirm that overfilling the cartridge caused the alarm. Additionally, a minimum fill notification occurred. Supply changes were performed resolving the issues. Customer's blood glucose was within range.